Manufacturer narrative:
Based on the claim against the product by the customer noting right eye black, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The high-resolution stereo viewer (hrsv) was analyzed and reported failure was confirmed. Monitor was installed on the test system. Upon system start up, the right side was black. There is no picture showing up. The test system was restarted a couple of times with no success. This unit will be sent to original equipment manufacturer (OEM) for repair. The complaint regarding right eye black was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting right eye black, an investigation is in progress to determine the cause of this reported event. A field service engineer (fse) was dispatched on site to investigate the reported problem. The fse was able to confirm the reported issue and replaced the high-resolution stereoscopic viewer (hrsv) to resolve the customer issue. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. This complaint is considered a reportable event due to the following conclusion: the customer converted to a different ssc after the start of the procedure due to right eye being black. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the surgeon contacted the technical support engineer (tse) that the right eye in one of the surgeon side cart (ssc) was black. The customer stated that the other ssc was fine. The tse reviewed he even logs and found error 119 indicating a low high resolution stereo viewer current. The tse had the customer power down then hard power cycle the ssc, but the issue remained. The tse then noted that the issue was reported last week and resolved by reseating the fiber cable. The tse had the customer then powered down and checked the fiber cables. The customer noticed that the locking nut was loose, and tightened it and then reseated the fiber cable, but the issue remained. The surgeon wanted to try and hard power cycle one more time, but the issue remained. The surgeon continued the case by switching to the second ssc. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the robotic coordinator informed there was no injury to the patient. The case was completed by the surgeon switching to the second surgeon side cart in the room, no issues with the procedure.